Manufacturer narrative:
Per tandem's user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer was using insulin beyond labeling. Customer¿s blood glucose level was 324-325 mg/dl. The customer reverted to alternate insulin therapy.